Manufacturer narrative:
A siemens local service engineer checked the compression unit and found that the wheel was broken causing the unit to drop down. The customer is currently not using the unit and waiting for the spare part to arrive. The reported issue is under investigation and a supplemental report will be submitted once add'l info has been received. (B)(6).

Event description:
It was reported that a compression unit on the axiom iconos r200 system fell down while preparing the unit for examination. There was no pt in the room when the incident occurred. There were no injuries reported in this case. The reported event occurred in (B)(6).